Event description:
Boston scientific received information that both this patients competitor leads right ventricular (rv) lead and left ventricular (lv) lead were having issues for a couple of months now. The current programming uses one to program off the other, so its possible that there are two lead issues happening. The rv lead had out-of-range (oor) pacing impedances as well as loss of capture (loc) and noise, along with increased thresholds. The lv lead also had increased impedances which occurred at the same time as the rv lead increase. At the patients last visit, the programming was change in an effort to alleviate these issues, and that has not worked. Boston scientific technical services (ts) stated that given the age of the leads, it could likely be a lead fracture and gave some additional programming options. Both leads remains implanted at this time. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All seal plugs were intact and all setscrews moved freely. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The device was explanted and replaced due to normal battery depletion. No change was made to the non-boston scientific leads. Lead measurements recorded at the procedure showed the rv and lv leads still had higher pacing threshold values, and in both leads the pacing impedances were on the lower end of normal range. The rv lead was 372 ohms and the lv lead was 241 ohms. No adverse patient effects were reported.